Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('transection of the tube from the cornua reveled part of the essure device in the fallopian tube that was transected and the other part in the cornua.') In a (B)(6) year old female patient who had essure (batch no. D06930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included back pain, abdominal pain, pain burning, alcohol use, flank pain, kidney stones, clotting disorder, periumbilical pain, rash, hives, endometriosis, galactorrhea, pterygium, skin lesion, multiple allergies (morphine (moderate) contrast dye (moderate)), distended pancreatic duct, breast inflammation, hemostasis, blood in urine, abdominal pain lower and vaginal discharge. Previously administered products included for birth control: iud paragard; for an unreported indication: oral contraceptive pills. Concurrent conditions included urinary frequency, dysuria, midcycle bleeding, kidney pain, uti, menstruation irregular, incision site discharge, constipation, menses irregular and post procedural bleeding. Concomitant products included calcium carbonate (tums 500 calcium) since 2018, codeine; paracetamol (acetaminophen;codeine) since (B)(6) 2018, cholecalciferol (vitamin d3) since 2019, ibuprofen since (B)(6) 2018, intrauterine contraceptive device (paragard), loratadine since (B)(6) 2018, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month after insertion of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2016, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to essure nickel/nickel allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems and changes"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced erythema ("red spots on arms thighs chest and neck"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, erythema, bladder disorder, urinary tract disorder, dyspareunia, fatigue, constipation, dysgeusia and alopecia outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, constipation, device breakage, dysgeusia, dyspareunia, erythema, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: implant date noted (B)(6) 2015. Event onset date: (B)(6) 2016. Two coils noted at the entry of the os. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on an unknown date: negative. Ultrasound pelvis on (B)(6) 2018: pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, abnormal vaginal bleeding, pelvic pain, constipation, nickel allergy, device breakage. Concerning the injuries reported in this case, the following one was reported via medical records:device breakage. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs and mr received: lot number were added, case has became incident. Previously reported event "injury " replaced with new events. New events added: pain, abnormal bleeding (vaginal), menorrhagia, allergy to essure nickel/nickel allergy, apareunia (inability to have sexual intercourse), red spots on arms thighs chest and neck, bladder problems, urinary problems and changes, dyspareunia (painful sexual intercourse), fatigue, constipation, metallic taste in mouth, hair loss, patient did not undergo essure confirmation test. Device breakage, event onset date, event outcome were added. Reporter information were updated. Concomitant drugs, patient history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('transection of the tube from the cornua reveled part of the essure device in the fallopian tube that was transected and the other part in the cornua.') In a 30-year-old female patient who had essure (batch no. D06930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included back pain, abdominal pain, pain burning, alcohol use, flank pain, kidney stones, clotting disorder, periumbilical pain, rash, hives, endometriosis, galactorrhea, pterygium, skin lesion, multiple allergies (morphine (moderate) contrast dye (moderate)), distended pancreatic duct, breast inflammation, hemostasis, blood in urine, abdominal pain lower and vaginal discharge. Previously administered products included for birh control: iud paragard; for an unreported indication: oral contraceptive pills. Concurrent conditions included urinary frequency, dysuria, midcycle bleeding, kidney pain, uti, menstruation irregular, incision site discharge, constipation, menses irregular and post procedural bleeding. Concomitant products included calcium carbonate (tums) since 2018, codeine;paracetamol (acetaminophen;codeine) since october 2018, cholecalciferol (vitamin d3) since 2019, ibuprofen since october 2018, intrauterine contraceptive device (paragard), loratadine since april 2018, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month after insertion of essure. In february 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In february 2016, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2016, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to essure nickel/nickel allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems and changes"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In may 2017, the patient experienced rash macular ("red spots on arms thighs chest and neck"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, rash macular, bladder disorder, urinary tract disorder, dyspareunia, fatigue, constipation, dysgeusia and alopecia outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, constipation, device breakage, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, rash macular, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: implant date noted ??-oct-2015. Event onset date : (B)(6) 2016. Two coils noted at the entry of the os diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2018: pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, abnormal vaginal bleeding, pelvic pain, constipation, nickel allergy, device breakage. Concerning the injuries reported in this case, the following one was reported via medical records:device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('transection of the tube from the cornua reveled part of the essure device in the fallopian tube that was transected and the other part in the cornua.') In a 30-year-old female patient who had essure (batch no. D06930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included back pain, abdominal pain, pain burning, alcohol use, flank pain, kidney stones, periumbilical pain, rash, hives, endometriosis, galactorrhea, pterygium, hordeolum, drug allergy (moderate), mammary duct ectasia, breast inflammation, hemostasis, blood in urine, abdominal pain lower and contrast media allergy (moderate). Previously administered products included for birh control: iud paragard; for an unreported indication: oral contraceptive pills. Concurrent conditions included urinary frequency, dysuria, midcycle bleeding, kidney pain, uti, menstruation irregular, discharge vaginal, constipation, menses irregular and post procedural bleeding. Concomitant products included calcium carbonate (tums) since 2018, codeine;paracetamol (acetaminophen;codeine) since (B)(6) 2018, colecalciferol (vitamin d3) since 2019, ibuprofen since (B)(6) 2018, intrauterine contraceptive device (paragard), loratadine since (B)(6) 2018, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 months 29 days after insertion of essure. In february 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2016, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to essure nickel/nickel allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems and changes"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced rash macular ("red spots on arms thighs chest and neck"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, rash macular, bladder disorder, urinary tract disorder, dyspareunia, fatigue, constipation, dysgeusia, alopecia and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, constipation, device breakage, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, rash macular, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: implant date noted (B)(6) 2015. Event onset date : (B)(6) 2016. Two coils noted at the entry of the os diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2018: the uterus measures 10.6 x 4.3 x 4.5 cm. The uterus ;s slightly heterogeneous. The cervix is normal and contains nabothian cysts the endometrium measures 9 mm, the endometrium is within normal limits. The right ovary measures 2,5 x 1,9 x 2.2cm, the right ovary contains follicles, the left ovary measures 1.8 x 1.4 x 1.7cm. The left ovary contains follicles, blood flow is seen to both ovaries, there is no free fluid within the pelvic cul-de-sac, the bladder is unremarkable. Impression: negative uterus, endometrium and ovaries. No adnexal masses. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, vaginal haemorrhage, pelvic pain, constipation, allergy to metals, device breakage. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events added- abdominal pain. Reporter added , essure insertion date updated . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.